Manufacturer narrative:
Exemption # e2012017 report late due to asr to individual reporting transition.

Event description:
Per complaint (B)(4), it was observed that the patient had a large infection due to which the implant failed to integrate.